Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead impedance measurements have intermittently been greater than 3000 ohms over the last 10 months. There was no noise seen on the presenting electrogram (egm). Boston scientific technical services (ts)discussed the out of range impedance could indicate slight movement of the lead pin in the header of the ICD and suggested bringing the patient in for isometrics and further testing.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient was seen in the office and no noise was seen. Further high out of range impedance measurements were received and they will continue to monitor. No adverse patient effects were reported.